Event description:
It was reported that on (B)(6), 2022, the device misaligned the distal static locking screw hole. The surgeon took off the prefix circle then the static screw missed the tfna nail. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) complete radiolucent insertion handle this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6 investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the complete radiolucent insertion handle had no product defects or damages. No issues were identified with the returned device. The dimensional inspection was not performed due to the design of the device. A functional test could not be performed as the mating devices in question were not all returned for evaluation. Hence, the misalignment condition reported cannot be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the complete radiolucent insertion handle was observed to have no product issues or damages. The misalignment condition reported cannot be confirmed as all the mating devices were not returned. A definitive root cause could not be determined for the reported complaint condition from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues h4 device history. Part #: 03.037.012-us. Lot #: l507387. Manufacturing site: werk hägendorf. Supplier: n/a. Release to warehouse date: 18 sep 2017. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.